Manufacturer narrative:
The o2 flush button was repaired by the customer. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4). The o2 flush button was repaired by the customer.

Event description:
It was reported that there was a malfunction resulting in over delivery of pressure. There was no patient involvement.